Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung lobectomy procedure, when the surgeon used the device to the vessel, the surgeon was able to press the green button but could not squeeze the handle. The device was not able to fire. The surgeon used another device to complete the case. There was no patient injury.